Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 160 mg/dl. The customer went to bolus and none of the buttons aren't responding at all. The customer had to take the battery out to stop the alarms. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. The customer was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with missing end cap sticker, cracked case at the display window corners, minor scratches on the display window and a corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.